Event description:
It was reported that the therapy cable had a loose connection. There was no report of pt involvement with incident.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. Follow up with customer found that the device might have been dropped and one of the therapy connection pins broke, preventing proper operation of device. Customer is replacing the therapy cable connector to repair device.